Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: a physical investigation was not possible due to no physical sample was received. The user report and the provided images, video contain information regarding catheter noise, audible, mechanical jam. After review of the provided images, video kinked tube was observed. A clear root cause could not be identified but a damaged helix, tube represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. During use, upon removal for cleaning, it was discovered that the catheter tip started to vibrate excessively and could not aspirate, rendering it unusable. The procedure was completed using another device. There was no reported patient injury.